Manufacturer narrative:
(B)(4). Evaluation: it was reported the catheter was being placed with the use of vps. During removal of the stylet from the PICC, the stylet broke off in the patient. As a result, the patient was taken to interventional radiology and they were able to remove the catheter and stylet. An x-ray was completed which showed the catheter was knotted which may have caused the breaking of the stylet during the removal process. Note: a catheter is not provided with vps7220 bedside procedure kits. The report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. The instruction booklet provided with the kit, states that arrow vps stylets are designed to be used with catheters with a minimum inner lumen diameter of .021 inches. No details were provided regarding the catheter involved in the incident. The device history records were reviewed and did not reveal any manufacturing related issues. Since it appears that the stylet breakage was caused by catheter knotting inside the patient, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed with the use of vps. During removal of the stylet from the PICC, the stylet broke off in the patient. As a result, the patient was taken to interventional radiology and they were able to remove the catheter and stylet. An x-ray was completed which showed the catheter was knotted which may have caused the breaking of the stylet during the removal process. There was nothing retained in the patient. There was no delay in treatment and no patient death or complications reported.